Event description:
It was found through a periodic review of the programming history database that high impedance was observed in two clinic visits for the patient. A month after the last high impedance value was observed, the impedance was okay within normal limits. No known surgical intervention has been reported to date and is unknown if any took place after the high impedance was observed. No additional relevant information has been received to date.